Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient did not ensure proper connection of the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's patient line fell and began to leak from the top. It was advised that the patient start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.